Manufacturer narrative:
Since the original medwatch was filed, the investigation has completed. The complainant in japan never did return the pump or further clinical information, as requested. The console data logs do not pertain to the failure mode. The cause of the limb ischemia could not be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant in (B)(6) did not return the product for testing. The investigators are still awaiting a full clinical narrative as well as the console data logs. A final medwatch, with the failure investigation findings, will come upon completion of the investigation.

Event description:
A patient admitted in cardiogenic shock and acute myocardial infarction in (B)(6) had an impella 2.5 placed via the left femoral artery. While being supported hemodynamically by the impella, the patient had coronary angioplasty completed successfully. The impella remained on for support while the patient was admitted to the ICU for continued monitoring. While on the impella support the patient experienced limb ischemia. The team attempted to bypass the impella limb with an external bypass via a second introducer placed retrograde. The limb was not successfully perfused. During this time, the team also placed pcps ECMO and observed that there was an occlusion at the superficial femoral artery and that the patient was suffering from nonocclusive mesenteric ischemia (nomi). The patient expired with multiorgan failure.